Event description:
It was reported the pt lost stimulation and the charger and programmer could no longer communicate with the ipg. An sjm representative used their charger and programmer to resolve the issue but was unsuccessful. As a result, the ipg was explanted and replaced.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Results: the product was received without instrument marks present. The ipg did not communicate with the lab programmer. The ipg was cut open with a laser to preserve the state of the internal components. The top half of the ipg was removed. Inspection of the interior of the ipg did not reveal any anomalies. Inspection of the internal battery revealed it was in good condition and did not show signs of leaking. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications. The ipg passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.